Manufacturer narrative:
Drive line was returned. A distal end driveline repair was performed on (B)(6) 2017 and the replaced portion was returned in a segment measuring approximately 10 inches. The outer layers of the driveline were severed approximately 8 inches from the metal connector. The outer silicone jacket, bionate, and metal braided shield layers of the driveline appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section: additional information - the replaced portion of the patient's driveline was not returned for evaluation. The submitted system controller log file captured a pump stoppage and corresponding low speed hazard alarm on (B)(6) 2017 at 01:55:19 pm while the system controller was connected to a power module. The event lasted approximately 3 seconds. Based on previous complaint history, this event appeared consistent with a potential driveline issue. Although the replaced portion of the driveline was not returned the evaluation of the submitted images confirmed the report of driveline damage w. The submitted images appeared to depict the damaged area several inches from the exit site. A cut was observed through the outer silicone jacket and bionate layers, and damage to the insulation of the brown wire was observed at this location, exposing the inner conductors. The driveline damage appeared consistent with mechanical damage. If the exposed conductors of the brown wire made contact with the metal braided shield while connected to a tethered power source, the resulting electrical short to ground could have resulted in the pump stoppage and corresponding low speed hazard alarm captured in the submitted log file. It was reported that the patient was kept on battery power during surgery and a distal end driveline replacement was performed on (B)(6) 2017. The patient remains ongoing on vad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age and gender were not provided. (B)(4). Approximate age of device: the day of implant. The replaced portion of the driveline is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the implant procedure, the driveline was cut with a surgical knife and was damaged. A short to shield was suspected. The patient did not experience any adverse sequelae. The patient was kept on battery support until a distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2017. No additional information was provided.